Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that they were supposed to get a call this morning from manufacturing representative (rep) to get their bladder stimulator set back up but they had not heard from the rep yet. The patient said they have had their therapy turned off for months because it was "drawing up their crotch up their vagina area" and it was like a shock. The patient stated they were getting a call from the medical center and asked the agent to hold on for a minute. The call was then disconnected before the agentcould ask further questions.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that they turned their device off because it was causing pain up their leg and into the vaginal area. They also had an MRI a few months ago, and when their interstim was turned back on, it shocked them; so they turned it off and have not used it since